Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned product was analyzed and observed a cracked, fractured electrode.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted a total of 3 cracks not extending into the insulation. The sense a conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A fractured sense a conductor was observed 25mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.